Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: g2 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following malfunctions were identified during the device evaluation: foreign material was present within the device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - due to corrosion on plug unit, the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image. This issue occurred during prepartion for use. There were no reports of patient involvement.